Manufacturer narrative:
The reported issue that the customer states the pump over delivered could not be confirmed. The problem could not be duplicated. The accuracy testing was performed and was within specifications. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿that the unit over delivered during use with a patient. The pump was set to infuse 39 ml per hour and delivered 45 ml per hour.¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit over delivered during use with a patient. The pump was set to infuse 39 ml per hour and delivered 45 ml per hour. The patient vomited; however, there was no medical intervention required.